Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch and pacing inhibition. The ra lead was explanted and replaced. The patient was in stable condition.